Event description:
It was reported that during implant attempt, the helix mechanism was partially out after removing the lead from the patient. Reuse was attempted, but there was high impedance greater than 2000 ohms in several locations. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the lead had been stretched causing the inner tubing to buckle, and this prevents the helix from functioning properly. Additionally, the distal conductors were distorted in the connector.